Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger antenna was damaged and that they had poor coupling. Repositioning the antenna and performing antenna locate did not resolve the issue, and the patient was just seeing the 'poor coupling screen.' A new antenna was sent to the patient but when they tried charging they got zero coupling bars and also noted that they only had 1/8 charge left and did not want pain to come back. The highest number the patient got to during antenna locate was 52. The patient was redirected to their hcp. Follow-up was conducted. No patient complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of their poor coupling was that the battery had turned over under their skin. They had seen a manufacturer's representative to resolve the issue. No further issues were noted or anticipated